Event description:
It was reported that doctor could not download pump information during appointments and pump falsely indicated no insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support assistance, and no additional information was received regarding resolution or further actions taken.